Event description:
Customer reports, unit will not boot battery not connected message. No patient injury.

Manufacturer narrative:
The service rep installed new batteries and installed new set of generator batteries. Tested. Unit working normally.